Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of battery out limit alarm. The customer's blood glucose at the time of incident was unknown. The customer's blood glucose at the time of call was 400 mg/dl. The customer states the device froze when they were trying to program a bolus. Troubleshooting was conducted, but the device remained unresponsive. The device is being replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies or battery out limit alarms were noted. No damage was noted on the lcd isolation tape. The pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.